Event description:
It was reported that a bd arterial cannula with floswitch was inserted into a patient's hand. As the nurse removed the device it was noted that the catheter had become disconnected from the catheter hub and that the catheter remained in the patient. The patient required surgery to removed the retained catheter.

Manufacturer narrative:
The sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.